Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp), indicating that the patient was referred to an hcp for pump replacement. The pump replacement date was asked, but was not provided. The status of the affected device and whether the device would be returned to the manufacturer was asked, but not provided. It was noted that the patient was on the minimal dosing and a manufacturer representative advised the patient on oral medications. The patient was noted to be doing ok. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp), indicating that the manufacturer was called and the pump was programmed to device minimum dose. The alarm was set for once a day. The pump was scheduled for replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving bupivacaine (1.5 mg/ml at 0.4760 mg/day) and dilaudid (8.2 mg/ml at 2.6019 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that a pump interrogation on (B)(6) 2018 showed a low battery reset and safe state. The pump logs confirmed a recurring reset, low battery, safe state. The pump had been audibly alarming for "a couple of days now" per the hcp. The pump's elective replacement indicator (eri) was 5 months. No symptoms were reported. No further complications were reported.